Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent coincident with automated peritoneal dialysis (pd) therapy. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient started treatment for the peritonitis with amikacin, 100 mg and vancomycin, 500 mg (intravenously [IV] doses, frequencies and routes not reported). Five days later, the peritonitis was improving and the amikacin was changed to meropenem, 1 gm (dose and frequency not reported) for the peritonitis and another indication. Twelve days after initial onset of the peritonitis, the patient presented a cloudy pd effluent again. The following day, fluconazole, IV, was started in addition to the other ongoing antibiotic treatment (dose, frequency and route not reported). At the time of this report the patient remained hospitalized, due to the peritonitis as well as other indications, and the same treatment for the peritonitis was ongoing. At the time of this report, the peritonitis was not resolved, the patient was not recovered from the peritonitis event and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.